Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this lead and ICD, the data available for investigation as well as the analysis of the ICD itself. Upon receipt, the ICD was interrogated, revealing the battery status bos. The ICD was implanted for about 14 months and 37 charging cycles were recorded to the icds memory. The memory content of the device was inspected. During analysis of the available iegms noise was observed in the right ventricular channel, leading to multiple charging cycles that partially resulted in shock deliveries. The device data further documented values of the right ventricular pacing impedance > 3000 ohms since (B)(6) 2018. The impedance measurement functions as well as the sensing functionality of the device were thoroughly tested and proved to be fully functional. The device sensed the attached heart signals free of noise and the sensed signals as well as the measured impedance values were normal and as expected. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. It was reported that magnet application failed to suspend the device therapy. As mentioned in the complaint description, a non biotronik magnet was used, which can be considered to be the root cause of this observation. Please note that it is recommended to use a biotronik magnet with a biotronik device. In addition, the manufacturing process for the ICD and the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel, leading to multiple shock deliveries. Additionally, elevated ventricular pacing impedance was noticed since (B)(6) 2018. However, a thorough analysis of the ICD, especially of the sensing and impedance measurement functions, proved the device to be fully functional. There was no indication of an ICD malfunction. Based on the available information, the integrity of the lead cannot be assured.

Event description:
It was reported that oversensing with inappropriate shocks had occurred on the rv lead. It was also noted that magnet application failed to suspend therapy from this device.